Event description:
It was reported that they were getting "air in the line" error message in an arctic sun device. They already changed the pads and continue to get this alert. The reservoir was full. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.4psi, circulation pump command (cpc) was 100 percentage. System hours was 4742.2. Pump hours was 4489.6. Stopped therapy, emptied and disconnected pads, and started therapy in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 77 percentage. Connected pads one at a time. Right thigh (0.6lpm, -7.1psi, 40%), right chest (1.2lpm, -7.2psi, 57%), left thigh (2.0lpm, -6.9psi, 71%), and left chest (2.3lpm, -7.2psi, 83%). Disabled manual control and resumed therapy. Flow rate (fr) was 2.9lpm.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were getting "air in the line" error message in an arctic sun device. They already changed the pads and continue to get this alert. The reservoir was full. Flow rate (fr) was 0lpm, inlet pressure (ip) was -1.4psi, circulation pump command (cpc) was 100 percentage. System hours was 4742.2. Pump hours was 4489.6. Stopped therapy, emptied and disconnected pads, and started therapy in manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 77 percentage. Connected pads one at a time. Right thigh (0.6lpm, -7.1psi, 40%), right chest (1.2lpm, -7.2psi, 57%), left thigh (2.0lpm, -6.9psi, 71%), and left chest (2.3lpm, -7.2psi, 83%). Disabled manual control and resumed therapy. Flow rate (fr) was 2.9lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.